Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the hospital for a scheduled follow up. Episodes of premature ventricular contraction (pvc) undersensing were noted. Changes to the post-sensing parameters were made and the undersensing was solved, but there was some t-wave counting¿s after pvc. Programming changes were made and the issue was resolved. The patient's condition was good both before and after the reprogramming.